Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
On the literature article named "chlorhexidine gluconate transparent dressing does not decrease central line-associated bloodstream infection in critically ill patients: a randomized controlled trial", it was reported that during treatment of a central line with a iv3000 dressing, 30 patients from the control group presented suspected infection. The central line and dressing were removed, however it is unknown if any additional intervention or medication was use in regards the adverse event. Additional details are unknown. Patients' outcome is unknown.

Manufacturer narrative:
H10: on the literature article named "chlorhexidine gluconate transparent dressing does not decrease central line-associated bloodstream infection in critically ill patients: a randomized controlled trial", it was reported that during treatment of a central line with a iv3000 dressing, 30 patients from the control group presented suspected infection. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. As no lot number was provided it was not possible to carry out a device history review. A complaint history review of the product family revealed a small number of similar instances in the last 3 years. There is nothing to indicate that this is outside of acceptable rates of occurrence. A risk management review concluded that the sequence of events described in this complaint are not contained in the relevant risk files. There is insufficient information within the complaint description and further information included in this complaint to provide a causal link between events and the product therefore no update to the risk files is warranted. A clinical review concluded that without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. Probable root cause is incorrect skin preparation, incorrect application of dressings, infrequent dressing changes or that the patient reacted to one or more of the components of the dressing. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including the correct skin preparation technique, dressing application and frequency of dressing changes. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. Internal complaint reference number: (B)(4).